Manufacturer narrative:
Concomitant product: 5054-52, lead, implanted: (B)(6) 2010. Evaluation summary: analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, and that the impedance trend on the atrial pacing lead was rising.

Event description:
It was reported that there were high thresholds on the rv (right ventricular) lead, along with high impedance and possible lead fracture on the rv and atrial leads. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.